Event description:
(B)(6) states that the chair was delivered to her with everything loose, the dealer wouldn't fix the chair they just left the chair there. (B)(6) states, she was just driving her chair in the house and the arm fell off, she alleges, she was leaning on the arm and she almost fell. She received the chair 3 weeks ago. She alleges, the dealer did not adjust the chair to fit her needs.